Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2011 the patient underwent an MRI scan which indicated spinal stenosis that l4-l5 had improved. Impression: degenerative changes at multiple levels. There is slight retrolisthesis of l1 on l2 and l2 on l1 but no instability. At l3-l4, prior laminectomy on the left. There is soft tissue along the disc margin centrally, ventral to the thecal sac and resulting in moderate deformity of the sac. At l3-l4, mild-to-moderate canal stenosis. At l2-l3, mild canal stenosis. Mild canal narrowing at the ll-l2 level. At l5-s1, severe left and moderately severe right foraminal narrowing. (B)(6) 2011 the patient presented with continued pain in his left side of his back and left hip, radiating all the way down to the ankle which is worse on weightbearing. Review of his MRI scan indicated exit foraminal stenosis bilaterally at l4-l5 and facet arthropathy with perhaps a new central l4-ls disk bulge. (B)(6) 2011 the patient was admitted due to bilateral numbness and weakness of his legs. An MRI scan had demonstrated progressive moderate spinal stenosis, most pronounced at l4-l5. His leg pain had worsened and the interval of relief of epidural steroid injections had lessened. He was diagnosed with left l4, l5 extraforaminal stenosis, lumbar disk herniation and instability. Impression of comprehensive examination: 1. Recurrent left l4-l5 lateral recess stenosis and possible exit foraminal stenosis with possible disk herniation. 2. Status post lung cancer. He was diagnosed with status post left l4 hemilaminotomy and medial facetectomy for spinal stenosis, l4-5 paracentral disk herniation and instability. Procedure performed the anterior spinal canal and anterior dural sac were well decompressed. There were no free fragments in the epidural space and the l5 nerve root: was well decompressed. The posterior inferior lateral lip of the l4 vertebral body was removed to allow for greater access in the disk space as was the posterior superior lateral lip of l5. Once a substantial discectomy had been achieved, the dural sac and l5 nerve root could be retracted medially again and an 11 mm trial spacer placed. This allowed for placement of a 12 mm crescent interbody peek device with bmp to be placed vertically into the disk space and then once it had been into the disk space, it was curved transversely into the anterior part of the disk space where it fit firmly into position. This was done with c-arm image intensification. Following this, spinous process of l3 was exposed and a reference antenna attached and an intraoperative CT scan performed with the o-arm for stealth neuro navigation. Once the CT scan had been obtained, the pedicles at l4 and l5 on the 1-eft side were probed and tapped and with 45 mm in length and 6.5 mm in diameter legacy pedicle screw on the 1-eft at l4 and a 6.5 mm in diameter and 40 mm in length pedicle screw at l5. A 40 mm peek rod was placed on top of the bottom saddles after bone morphogenic sponges with local bone graft and allograft had been placed over the transverse processes of l4 and l5. (B)(6) 2011 the patient underwent x-ray scans of his lumbar spine. A comparison was done with x-rays dated (B)(6) 2011. Impression: interval postsurgical changes of left posterior l4-5 fixation, negative for complicating feature. (B)(6) 2011 the patient underwent a CT of the lumbar spine. Impression: 1) interval post-surgical changes at l4-ls again with osteophyte projecting into the left l4-l5 foramen with severe left foraminal stenosis. The left l5 pedicle screw traverses the inferior cortex of the pedicle however severe, left greater than right, l5-s1 foraminal stenosis appears stable. Alignment is unchanged as is remaining foraminal stenosis as detailed above. The patient underwent reexploration left l4 hemilaminotomy and medial facetectomy, left l4-5 foraminotomy, removal of spinal instrumentation left l5 pedicle screw, spinal instrumentation left side l4-5 with stealth neuronavigation, pedicle screws and rod with use of operating microscope, c-arrn image intensification, and microscopic dissection. The pedicle at l5 was retapped after stealth neuronavigation instrumentation had been inserted with a reference antenna on the l3 spinous process. The pedicle on the left at l5 could be subsequently probed and tapped and another 6.5 mm in diameter and 40 mm in length pedicle screw could be placed in the pedicle at l5 in a more superior fashion and confirmed with a subsequent post pedicle screw placement intraoperatively. This demonstrated excellent position of the pedicle screw. The original local bone graft was replaced over the lateral transverse process on the left at l4-5 with a small amount of bmp laterally away from the hemilaminotomy and foraminotomy site. (B)(6) 2011 the patient took the x-ray exam of his lumbar spine. Impression: fusion at l4-5 with no complication identified. (B)(6) 2011 the patient was discharged. (B)(6) 2012 the patient presented with discomfort in left hip, low back and posterior thigh and also the back part of his patella. (B)(6) 2012 the patient presented with pain in lateral left hip and leg.